Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera duodenovideoscope, forceps raising wire cutting. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was peeled off, and there was gap in the tip adhesive part, or dirt entered inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, tip cover scratched, bending angle is insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, scratches on insertion part serpentine tube, wrinkles in insertion part, curved rubber adhesive is missing, curved rubber adhesive part cracked, adhesive part of the lighting lens has peeled off, scratches on operation part, scratches on switch box, suction cylinder scraped, scratches on operation part cover, scratches on up/down knob, scratches on up/down angle fixing lever, scratches on right /left knob, scratches on grip, scratches on universal code, scratches on operation part side of the universal cord part, scratches on scope connector side of the universal cord, scratches on the right/left angle fixing knob, and paint on the suction cylinder peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the adhesive on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that issue occurred because of the stress exerted on the device from repeated long-term use. The subject device was manufactured nearly four years ago. Olympus will continue to monitor field performance for this device.